Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that the device contained residual medication that had not been delivered to the patient. The device had been filled with fluorouracil 2504mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from october 23, 2020 - october 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3 and h6 (replace b17 with b15, c20 with c13). H10: a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed residual fluid inside the bladder of the device which suggests an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is user related. Should additional relevant information become available, a supplemental report will be submitted.